Manufacturer narrative:
A1: patient identifier: not provided, maude report. A2: age & date of birth: not provided, maude report. A3: patient sex: not provided, maude report. A4: weight: not provided, maude report. A5: ethnicity: not provided, maude report. A6: race: not provided, maude report. B3: date of event: requested, unknown. D4: catalog number: requested, unknown . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: requested, unknown. E1: establishment address: requested, unknown. E1: initial reporter name : requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
A maude database search conducted on date found maude report # mw5138552. The event description states that prior to the implant of this transcatheter bioprosthetic valve, a vascular percutaneous transluminal artery (ptca) repair was done on the right femoral artery due to complications from a non-medtronic collagen access site plug from a diagnostic catheterization earlier in the week. The physician obtained access superior to this location and a non-medtronic closure device was used for femoral artery closure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).